Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), battery #1 for the cardiosave intra-aortic balloon pump (iabp) was observed to have started out with 65,460 mwh of charge, and after 35 minutes, the iabp unit shut down. It was observed that while the iabp unit was charging, the battery charge after shutdown remained a 0 mwh. The battery charging led eventually turned off, along with the battery number indicator 1; thus; no longer charging battery. The fse observe that battery #2 was able to be charged in both bays without issue. However, battery #1 was unable to be charged in either bay. It was noted that the batteries had been installed in (B)(6) 2020. The fse observed nothing unusual in the iabp log files. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
The fse replaced the batteries then completed pm service including all safety, functionality, and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named (B)(6), which differs from that of the event site. The full name should read (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), battery #1 for the cardiosave intra-aortic balloon pump (iabp) was observed to have started out with 65,460 mwh of charge, and after 35 minutes, the iabp unit shut down. It was observed that while the iabp unit was charging, the battery charge after shutdown remained a 0 mwh. The battery charging led eventually turned off, along with the battery number indicator 1; thus; no longer charging battery. The fse observe that battery #2 was able to be charged in both bays without issue. However, battery #1 was unable to be charged in either bay. It was noted that the batteries had been installed in april 2020. The fse observed nothing unusual in the iabp log files. There was no patient involved, and no adverse event was reported.